Manufacturer narrative:
Section d1 brand name: corrected. Section d4 catalog number: corrected. Section d4 primary UDI number: corrected. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6), and the reported multiorgan failure and subsequent patient outcome could not be conclusively determined through this evaluation. The heartmate 3 lvas instructions for use (IFU), rev. C, is currently available. Section 1 of the IFU, ¿introduction¿, lists multiple types of organ failure and dysfunction (right heart failure, respiratory failure, renal failure, hepatic dysfunction) and death as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. The relevant sections of the device history records for the (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had a complex hospital course and had worsening renal failure after their left ventricular assist device (lvad) implantation on (B)(6) 2023, which was not considered to be related to the lvad, lvad therapy, or the implant procedure. The patient had been placed on temporary impella support for their renal failure prior to lvad implant, and some improvement in renal function was noted. The patient was later readmitted on (B)(6) 2023 for renal failure. The patient's blood urea nitrogen (bun) was 124, and their creatinine was 4.70. The patient refused hemodialysis treatment. The patient's family removed care on (B)(6) 2023, and the patient subsequently passed away due to multiorgan failure. The device was not considered to be device or therapy related and the device operated as intended.